Event description:
Two screws were broken during a revision procedure. Surgeon was able to complete the repair and there was no adverse pt consequence or significant delay to the case as a result of this situation.